Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations and was fond to be in safety mode.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had no telemetry transmissions and no pacing output. The device case was removed, and the battery voltage measured was too low to support device functions. The device was found to be in safety mode and was forwarded to detailed analysis. The cause of the safety mode, no telemetry and no pacing output was isolated to the battery which was found to be depleted to the point where the device functions could not be supported. This is a wilson greatbatch cell. The cause of the depleted cell could not be determined.